Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the touch pen appeared to be very uncalibrated and could not access the other demonstration screen to attempt to calibrate. Several touch pens were tried but the situation did not resolve. Then the user moved the programmer off of the metal filing cabinet it had been on and the touch pen worked just fine. It may have been a magnetic connection between the programmer and the metal cabinet. No patient involvement or complications were reported as a result of this event.